Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system's light source was not working. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The illuminator module was received and a visual evaluation of the returned sample found no obvious non-conformities. The sample was then installed in a calibrated system and system message (sm) [lamp louver failure: unable to move to home position. Left port will be disabled.] Displayed. Further evaluation found the stepper motor cable assembly was non-conforming. The system was manufactured on june 14, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming stepper motor cable assembly. The manufacturer internal reference number is: (B)(4).